Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ('hysterectomy required to entirely remove the device') in a 50-year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device, leading to the need for a hysterectomy to entirely remove the devices. The device is not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ('hysterectomy required to entirely remove the device / several adverse effects') in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced adverse event ("several adverse effects"). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6)2021. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered adverse event to be related to essure. The reporter commented: possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device, leading to the need for a hysterectomy to entirely remove the devices. The device is not available. The device removal was performed due to medical reason (medically necessary). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-jan-2022: essure device removal questionnaire received - new adverse event reported: several adverse effects. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of medical device removal ('hysterectomy required to entirely remove the device') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal by hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: possible adverse effects are known to affect multiple organs at a later time, associated with the implantation of the essure device, leading to the need for a hysterectomy to entirely remove the devices. The device is not available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.